Event description:
It was reported that the customer is investigating the administration of a medication (drug ID 209). Cardizen/diltiazem was intended to infuse at 5ml/hr with a volume to be infused of 85 mls, however allegedly the infusion was programmed at 125 ml/hr. Customer is requesting log review to see if this was done using guardrails or manually. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number#(B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit : c20 - no findings available, d15 - cause not established. Correction : medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, device manufacture date. Additional information : imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : it was reported that the pump module had a programming error, the complaint was not confirmed or replicated during the investigation. A review of the concomitant pcu event log showed no records of the suspect pump module s/n (B)(6) infusing diltiazem on the event date noted by the facility on 1 dec 2024 between 10:00 pm and 11:59 pm. However, the rate, volume to be infused (vtbi), and drugid reported by the facility match to those observed in the event log with a different device not reported in the complaint (s/n (B)(6)). At 11:44:45 pm, a guardrails drugs infusion was programmed with diltiazem at 125 mg in 125 ml, a rate of 5 ml/h and a vtbi of 85, the infusion was started. On december 2, at 12:27:30 am to 12:31:39 am, the device displayed an alarm (air in line), the device was powered off and the action was canceled, the infusion was restored after of that. At 12:31:51 am to 1:48:05 am, the same action of power down the device and restoring the infusion was performed a total of 3 times and, after the device was powered off. The total primary volume infused from 11:44 pm, when the infusion started, until 12:38 am, when the pump module was removed from the concomitant pcu, was calculated subtracting the value (enter value) at the start of the infusion from the total value (enter value) at the stopping of the infusion, and the total was 3.546ml. No other infusions were performed with that drugid on that day. The programming error issue was not verified during the log review. The date and time of the event was fully evaluated, and the infusion of diltiazem was programmed with guardrails at the intended rate of 5ml/h. The alaris system user manual (v12.1), in general setup and operation section, in lock/unlock tamper resist subsection, mentions the use of the tamper resist switch feature. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the programming error issue was not verified during the log review. The infusion of diltiazem at 125 mg in 125 ml was programmed using guardrails and was set at the reported intended rate of 5ml/h; however, this was recorded with a different pump module than was initially reported to bd.

Event description:
It was reported that the customer is investigating the administration of a medication (drug ID (B)(6)). Cardizen/diltiazem was intended to infuse at 5ml/hr with a volume to be infused of 85mls, however allegedly the infusion was programmed at 125ml/hr. Customer is requesting log review to see if this was done using guardrails or manually. There was patient involvement but no harm.